Manufacturer narrative:
The customer replaced two printed circuit boards. No parts have been returned for investigation but the customer sent two pictures and logs from ventilator. The evaluation of the device logs confirmed the reported technical alarms and also revealed several failed tests during pre-use check. Two pictures revealing the corrosion damage on one printed circuit board were received from the customer. The reported technical error was determined as related to one of the replaced pc boards. The root cause for this complaint has been determined to be the fluid spillage. Therefore, further investigation of the replaced parts has not been done. Information of how the spillage occurred has not been received. In some cases, liquid on printed circuit boards may cause short circuiting of components, which leads to failures during pre-use checks, various technical alarms and stop of ventilation.

Event description:
It was reported an accidental infiltration of liquid in the ventilator and the display of technical alarms indicating a communication error. There was no patient involvement. (B)(4).